Event description:
Reported via journal article. It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their ten (10) week follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had significantly moved proximally. The patient was brought in to undergo a procedure to remove the device. The physician successfully removed the closure device via a percutaneous approach. The patient did well following the procedure. Thirty (30) days later the patient had a follow up appointment where they were noted to be doing fine. The patient made the decision to remain on chronic anticoagulation medication rather than undergo another laa closure procedure.

Manufacturer narrative:
Wong, g., aman, e., kiaii, b., rogers, j. H., & singh, g. D. (2024). Transcatheter extraction of a migrated left atrial appendage occluder device. Case reports, 29(15), 102443. Https://doi.org/10.1016/j.jaccas.2024.102443. Date of event - article publish date used as event date is unknown.